Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Omsc confirmed that the error (e404) was an error that occurred in the olympus image management hub model imh and was not related to this device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus representative confirmed the device and repaired the output socket. Omsc guessed that the reported image anomaly was caused by poor connection between the device and endoscopes. There is possibility that the poor connection was caused by insufficient drying of electrical contacts or adhesion of foreign matter. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that error e404 occurred and no endoscopic image was displayed. And the user also reported that the endoscopic image had snow-like noise and was partially black. These event was found during preparation for use. There was no report of patient injury associated with this event.